Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned as it was discarded by the customer; therefore, this complaint cannot be confirmed and duplicated. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a hip surgery procedure, it was observed that the sales rep's gryphon peek anchor with orthocord broke in half during insertion. The sales rep stated that the proximal end of the anchor was removed with a grasper, but the distal end was removed using a drill bit. The sales rep stated that there could be debris left in the patient. The sales rep stated that the patient had hard bone and the surgeon was not off axis. The case was completed using two like-anchors in new bone holes on either side of the first bone hole. There was a three minute delay to remove the anchor. The anchor was discarded by the customer. The status of the patient post-surgery was not provided. It was not reported if there was a medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part (210031), lot (l529172) combination and no non-conformance's were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).